Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the mini drawer was not functioning. The field service engineer was able to resolve the issue by replacing 1x1 control unit on pas mini drawer 1.11. The system functioned as intended after the field service engineer troubleshooted the device. A supplemental will be created if additional information is received from the customer.

Event description:
It was reported by the customer that a pyxis anesthesia es system had mini drawer 1.11 failure. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in patient care. There were no adverse events or injuries reported based on this event.